Event description:
The reporter stated the surgeon attempted to insert an aq2015a silicone three piece lens, but the plunger overrode and tore the lens. There was no pt contact. This is one of three lenses used for this pt - see MFR report#: 2023826-2009-00052 and 2023826-2009-00054. The cartridge used has not been approved by the MFR for use with this model lens.

Manufacturer narrative:
Evaluation results -(other): visual inspection of the returned product found the lens optic and both haptics torn. One haptic was bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found in the work order. Conclusion -(other): based on the complaint history, work order search, and the eval of the returned product, a likely root cause of the event has been determined to be due of the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for eval.